Manufacturer narrative:
Complaint conclusion: as reported in the cordis brite tip radianz sheath feedback survey, respondent 9 stated that the brite tip radianz sheath kinked during a percutaneous radial procedure. The sheath was carefully removed, and a new sheath was introduced without further complications. During the procedure no vascular injury, bleeding, or spasm occurred, and the procedure was completed successfully after sheath replacement. However, within 30 days of the procedure, the patient experienced hematoma; this was related to problems with compression after the procedure. The patient also experienced radial artery occlusion and vasospasm within 30 days of this very long procedure. Resistance was encountered while advancing interventional equipment through the introducer sheath. Fluoroscopy revealed kinking of the sheath shaft, likely caused by tortuous radial anatomy and excessive angulation at the wrist. The kink compromised the inner lumen, resulting in difficulty advancing and withdrawing devices. The device was not returned for analysis, and a product history record (phr) review could not be performed because the lot number for this product is unknown. The reported ¿catheter sheath introducer (csi) ¿ kinked/bent¿ could not be substantiated because the device was not returned and images were not provided. The exact cause is unknown and user compliance with the device instructions for use is unknown. Additionally, it cannot be determined if the adverse events hematoma, vasospasm or arterial occlusion were related to the use of this device. These events occurred within 30 days of the procedure therefore, patient compliance to post procedure care cannot be excluded. However, these are known complications and are included in the device labeling. The device IFU was reviewed and found adequate to its intended scope. There is no evidence to suggest this event is related to design or manufacturing related issues therefore, no additional actions will be taken.

Manufacturer narrative:
Please be advised that this complaint originates from a double-blind survey. Therefore, information available (i.e. Lot, catalog, site, etc.) Is very limited. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the cordis brite tip radianz sheath feedback survey, respondent 9 stated that the brite tip radianz sheath kinked during a percutaneous radial procedure. The sheath was carefully removed, and a new sheath was introduced without further complications. During the procedure no vascular injury, bleeding, or spasm occurred, and the procedure was completed successfully after sheath replacement. However, within 30 days of the procedure, the patient experienced hematoma; this was related to problems with compression after the procedure. The patient also experienced radial artery occlusion and vasospasm within 30 days of this very long procedure. Resistance was encountered while advancing interventional equipment through the introducer sheath. Fluoroscopy revealed kinking of the sheath shaft, likely caused by tortuous radial anatomy and excessive angulation at the wrist. The kink compromised the inner lumen, resulting in difficulty advancing and withdrawing devices. The device will not be returned for evaluation.